Manufacturer narrative:
(B)(4): the customer reported an error with the charge key. There was no reported pt involvement. This complaint is still being investigated a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an error with the charge key. There was no reported pt involvement.